Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "metal on metal articulating surfaces have limited clinical history. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced remains undetermined. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate are unknown.." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04346 / 04347).

Event description:
It was reported that patient had an initial total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to unknown metal-on-metal complications. The head and cup were removed and replaced.